Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / embedded device, left cornua displays an embedded gray to silver coiled device') in an adult female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence (corrected with monarc sling on (B)(6) 2012). Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) from 2000 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain, chronic"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), cervical dysplasia ("cervical dysplasia") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal discharge, adenomyosis, hormone level abnormal, cervical dysplasia, fatigue, alopecia, weight increased and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and dermatitis allergic had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, cervical dysplasia, dermatitis allergic, fatigue, hormone level abnormal, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: follow-up post-operative exam: 2 weeks following vaginal hysterectomy, patient had no complaints except some small amount of discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Hysteroscopy - on (B)(6) 2012: normal endometrial cavity and tubal ostia noted. The essure devices were placed into the right and left fallopian tubes without difficulty. Three coils were visualized in the cavity after deployment of both left and right devices. The patient tolerated the procedure well. Pathology test - on (B)(6) 2018: uterus and cervix; vaginal hysterectomy cervix: mild dysplasia and focal moderate dysplasia and hpv changes, nabothian cysts and acute and chronic endocervicitis, no malignancy seen. Endometrium: secretory phase seen. Myometrium: focal adenomyosis. Serosa: fibrous adhesions. Specimens source: uterus and cervix clinical information: clinical history: adenomyosis, pelvic pain, cervical dysplasia. Operative procedure: vaginal hysterectomy. Gross description: the serosa is pale tan-pink, nodular with focal red-brown fibrous adhesions, predominantly along the posterior aspect. The left cornua displays an embedded gray to silver coiled device measuring 1.1cm in lengthx0.1 cm in diameter. Ultrasound pelvis - on (B)(6) 2018: 1.8 cm cyst with internal echoes in the right ovary likely represents a small hemorrhagic cyst. Essure devices appear approximately located on ultrasound with the proximal portions at the cornua of the uterus. If further evaluation of the essure devices and tubal occlusion is desired, hsg is recommended. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Lot number: a20059, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / embedded device, left cornua displays an embedded gray to silver coiled device') in an adult female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence (corrected with monarc sling on (B)(6) 2012). Concomitant products included ibuprofen since april 2018 and medroxyprogesterone acetate (depo provera) from 2000 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain, chronic"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), cervical dysplasia ("cervical dysplasia") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal discharge, adenomyosis, hormone level abnormal, cervical dysplasia, fatigue, alopecia, weight increased and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and dermatitis allergic had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, cervical dysplasia, dermatitis allergic, fatigue, hormone level abnormal, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: follow-up post-operative exam: 2 weeks following vaginal hysterectomy, patient had no complaints except some small amount of discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Hysteroscopy - on (B)(6) 2012: normal endometrial cavity and tubal ostia noted. The essure devices were placed into the right and left fallopian tubes without difficulty. Three coils were visualized in the cavity after deployment of both left and right devices. The patient tolerated the procedure well. Pathology test - on (B)(6) 2018: uterus and cervix; vaginal hysterectomy cervix: mild dysplasia and focal moderate dysplasia and hpv changes, nabothian cysts and acute and chronic endocervicitis, no malignancy seen. Endometrium: secretory phase seen. Myometrium: focal adenomyosis. Serosa: fibrous adhesions. Specimens source: uterus and cervix clinical information: clinical history: adenomyosis, pelvic pain, cervical dysplasia. Operative procedure: vaginal hysterectomy. Gross description: the serosa is pale tan-pink, nodular with focal red-brown fibrous adhesions, predominantly along the posterior aspect. The left cornua displays an embedded gray to silver coiled device measuring 1.1cm in lengthx0.1 cm in diameter. Ultrasound pelvis - on (B)(6) 2018: 1.8 cm cyst with internal echoes in the right ovary likely represents a small hemorrhagic cyst. Essure devices appear approximately located on ultrasound with the proximal portions at the cornua of the uterus. If further evaluation of the essure devices and tubal occlusion is desired, hsg is recommended. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: medical records received: lot number was added. Event embedded device with verbatim "embedded device left cornua displays an embedded gray to silver coiled device" was clubbed with uterine perforation. Additional lab data extracted, events adenomyosis and cervical dysplasia extracted from pathology results. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) from 2000 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysteractomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma, vaginal discharge, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown and the pelvic pain, abdominal pain and dermatitis allergic had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, fatigue, hormone level abnormal, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case became incident. Event injury was replaced with new events added: perforation: uterus, pelvic pain, abdominal pain, rash/skin condition, vag. Discharge, hair loss, fatigue, weight gain. Reporters information added. On (B)(6) 2019: fu 2 and 3 process together. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.